Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided guidance for a pump reset, after which the cgm error did not reoccur, and the customer successfully started their sensor session.